Event description:
During treatment, a patient's lip was burned. The burn was caused by a hot cannula of the laser handpiece from a gentleray 980 classic laser unit.

Manufacturer narrative:
Evaluation of the device found no malfunction. The user manual alerts the user to a potential heating of the surface by the laser. Furthermore the users must check the functionality of the optical system before the treatment. The users have to control the pilot laser concerning the form and the intensity.